Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 confirmed that daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported that she awoke on (B)(6) 2011 with blood glucose (bg) of 700 mg/dl. She stated that she gave a correction bolus and her bg remained around 700 mg/dl. The patient reported that she delivered insulin via injection, and was subsequently hospitalized for bg of 500mg/dl with nausea and vomiting on (B)(6) 2011. There were no reported ketones. The patient stated that the pump was discontinued and she was given intravenous fluids and insulin injections. She reported that she was discharged on (B)(6) 2011 with bg's around 200 mg/dl. At the time of the call to customer support (cs), the patient said that her bg was 140 mg/dl and she is continuing on insulin injections per her physician. The patient stated that the doctor did not find an explanation for the high bg, but is requesting that the pump be replaced. The patient reviewed the pump with cs, and there were no issues found with the insulin, the cartridges, or any other insulin pump therapy supplies. The patient reported that she only uses her abdomen for insertion sites. Troubleshooting indicated that pump settings are correct. The patient stated that the auto off alarm occurs frequently. Cs concluded that there was no indication of mechanical issues with the pump. This complaint is being reported because the physician alleged that the pump caused or contributed to the patient's hyperglycemia.